Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of salpingitis ('one fallopian tube with amorphous debris and histiocytic inflammation'). In an adult female patient who had essure (batch no. A96183) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: thyroid disorder, esophageal reflux, overweight, synovial cyst, postpartum thyroiditis, vitamin d deficiency, hand pain, chronic cystitis, xanthelasma, depression, dysphagia, arthralgia, urinary frequency, urinary incontinence, dry eye syndrome, otitis media, sinusitis, metrorrhagia, lateral epicondylitis, allergic rhinitis, peripheral vertigo, unspecified, hay fever, astigmatism and myopia. Concomitant products included: ibuprofen (motrin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (essure device removed, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis and pelvic pain outcome was unknown. The reporter considered pelvic pain and salpingitis to be related to essure. The reporter commented: insertion details: left ostia identified, 6 coils visible at the opening of the ostia. Right ostia identified, 4 coils visible at opening of ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2019, pre and postoperative diagnosis: chronic pelvic pain possibly 2/2 essure coils; surgical pathology report: bilateral essure coils in cornua. One fallopian tube with amorphous debris and histiocytic inflammation and paratubal cyst. One fallopian tube with surface serosal papillation and reactive changes; gross description: the specimen consists of fallopian tubes each containing a metallic coiled wire within the lumen. The first fallopian tube measures 5.8 cm x 0.9 cm. Contains a paratubal cyst. The associated metallic coiled wire measures 12.0 cm in length x 0.1 cm in diameter. The second fallopian tube measures 7.4 cm x 0.9 cm. The associated metallic coiled wire measures 14.5 cm in length x 0.1 cm in diameter. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: salpingitis. Lot number#: a96183, manufacturing date: 2013-02, expiration date: 2016-02 . Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-may-2021, quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('one fallopian tube with amorphous debris and histiocytic inflammation') in an adult female patient who had essure (batch no. A96183) inserted. The patient's medical history included thyroid disorder, esophageal reflux, overweight, synovial cyst, postpartum thyroiditis, vitamin d deficiency, hand pain, chronic cystitis, xanthelasma, depression, dysphagia, arthralgia, urinary frequency, urinary incontinence, dry eye syndrome, otitis media, sinusitis, metrorrhagia, lateral epicondylitis, allergic rhinitis, peripheral vertigo, unspecified, hay fever, astigmatism and myopia. Concomitant products included ibuprofen (motrin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removed/laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. The reporter commented: left ostia identified. 6 coils visible at the opening of the ostia. Right ostia identified.4 coils visible at opening of ostia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: salpingitis. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information , lot number, other relevant history , concomitant drug, stop date added. Event : " essure removed" updated to " one fallopian tube with amorphous debris and histiocytic inflammation". And rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.